Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The laboratory report confirming the reported contamination has been provided to livanova. The customer required deep disinfection to solve the reported contamination. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in cattinara, italy. Through follow-up communication livanova learned that: the device was cleaned regularly per the instruction for use the hospital does not use reusable blankets the water quality monitoring is applied as per IFU the h2o2 level is checked every day as prescribed by the IFU when the device is not used, is it stored full of water and during days of non use (weekends) the h2o2 level is checked only if there are activities h2o2 is added when the water in the tanks is changed (each 7 days) a disposable pall-aquasafe water filter with an 0.2 ¿m membrane or equivalent performance filter is used for tap water prior to initial operation and prior to storing the heater-cooler surfaces and water circuits are disinfected device surfaces are disinfected after every operation the 3t aerosol collection set is replaced after the allowed use period the device placed outside of the operation theater during use if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Based on collected information, when the device is not used it is stored full of water. It was reported that the hydrogen peroxide h2o2 level is checked every day and during weekend only if there are activities. This is not in accordance with device instruction for use which prescribes daily monitoring of h2o2 if device is full of water and this deviation may have led/contributed to the reported contamination.